Event description:
Olympus medical systems corp. (Omsc) was informed that the user requested olympus china (osh) to change the air/water nozzle of the subject device. The field service engineer of osh checked the air/water nozzle on-site and found that the air/water nozzle was not deformed but clogged by blood and body fluids. There was the possibility that insufficiently or incorrectly reprocessed subject device might be used for next procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at osh. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, past similar case and the cautions described in the instruction manual, omsc presumed that blood and body fluids and so on were adhered and clogged in the air/water nozzle due to inappropriate reprocessing after the previous procedure. If additional information becomes available, this report will be supplemented.